Event description:
Caller reported blood glucose results of 287 mg/dl and 135 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
I had left-side inguinal hernia surgery in (B) (6) 2000. Approx 2-1/2 years ago, I felt as if the mesh used in the procedure had pulled away. My doctor didn't act alarmed and told me it was probably nothing more than a sensation I was feeling. Over time - since first "sensing" this- a thick ribbing of material has developed on my left abdomen and my upper inside left thigh. It periodically produces a sharp pain. Although I'm not the one to complain of aches and pains, I am now concerned having just read an article today about bogus mesh being used in such procedures. I would like to know if this is a recent problem, or one that dates back at least 10 years. Dates of use: (B) (6) 2000 - (B) (6) 2010. Diagnosis or reason for use: inguinal hernia.